Manufacturer narrative:
(B)(4). Initial reporter state: sk.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient was at school when her cgm displayed 4.5 mmol/l. The school staff gave her sugar; however, the patient lost consciousness and the staff called emergency medical services (ems). Upon arrival, ems performed a bg which was 2 mmol/l. The patient was treated with IV glucose, transported to the hospital, regained consciousness, and released home later that day. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.